Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent an unspecified fusion procedure due to fractured spine. Intra-op, while surgeon was revisiting set screw to be sure they were tight, he broke/stripped the screwdriver tip. No patient complications were reported. No fragments were remaining inside the patient.